Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. The right ventricular (rv) lead had high thresholds, and there were pauses noted on electrogram. The lead remains in use. No further patient complications have been reported as a result of this event.